Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: pink. Battery life remaining: n/a. The screw is not bent. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, dose knob and on the dose detent. No cosmetic damage was noted. Unable to pair inpen due to leadscrew anomaly. Inpen received with missing dosing window.

Event description:
The customer reported via phone call that when they dosed their insulin pen, it did not show up on the dose log anymore. Customer's blood glucose was 375 mg/dl. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.